Manufacturer narrative:
The insulin pump had intermittent button response during testing due to corroded keypad traces. No button error alarm and no excessive no delivery alarms noted. The device passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 80 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.